Manufacturer narrative:
Date of event: event occurred about sometime in (B)(6) 2019. Implant date: device was implanted in (B)(6) 2019. Explant date: device was explanted (B)(6) 2019. Occupation: program project coordinator. FDA medwatch (B)(4). PMA/510(k): not exempt, pre-amendment (B)(4). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the guidewire included in a triple lumen polyurethane central venous catheter tray was left in a patient. A (B)(6) year old female patient presented with septic shock. She required continuous infusions and close monitoring of the progression of acute respiratory failure. The patient was in need of central access which was done by a doctoral fellow, proctored by an attending physician. An x-ray was performed post-procedure and identified a guidewire that was inadvertently left in the patient by the fellow. The patient's family was notified and she was taken to ir shortly after to remove the wire. The wire was removed "in ivc" and a new central venous line was placed.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: it was reported to cook that the wire guide within a triple lumen polyurethane central venous catheter tray, c-utlmy-501j-ped-ihi-cct was left within the patient. The patient was taken to ir for removal, without any adverse effects to the patient noted. This incident was reported by (B)(6) hosp, in the united states, on (B)(6) 2020. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Reviews of the device history record (DHR) and our reporting database could not be completed due to a lack of lot information provided by the user facility. However, a device malfunction is not suspected as the wire was inadvertently left in the patient. Due to this information, there is no evidence suggesting that nonconforming product from the affected lot exists in house or in the field. Additionally, it is feasible to conclude that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU, [c_t_ulmbh_rev7] ¿uncoated and heparin-coated central venous catheters,¿ provides the following information to the user related to the reported failure mode: precautions: ¿the catheter is intended for use by physicians trained and experienced in the placement of central venous catheters using percutaneous entry (seldinger) technique. Standard seldinger technique for placement of percutaneous vascular access sheaths, catheters and wire guides should be employed during the placement of a central venous catheter. Instructions for use: ¿9. After catheter is in position, remove wire guide.¿ based on the information provided, no device returned, and the results of our investigation, a definitive root cause was traced to the user's failure to follow instructions. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.